Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient:1, date: (B) (6) 2009, inratio: 3.2, lab: 2.4. Patient: 2, date: (B) (6) 2009, inratio: 1.4, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 3.2, mean: 2.80, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for the inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.4, reference: 2.8, mean: 2.10, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. All inr results provided by the customer are within the confidence limits, but it occurred at an earlier date. Since test 2 failed the accuracy criteria, strip investigation was performed on retained lot #214541. Reported strip lot #210827pa with strip code f18pm is not registered on returned meter, so based on unit's memory strip lot #214541 with code r45f4 was utilized for strip testing. Strip code r45f4 was utilized for strip testing. Strip code r45f4 also corresponds with the inr reported by the customer. See scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot #214541 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Corrective action not required at this time. Reported comparison tests were done 4 hours apart. Exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. Normal doctor test result was valid. In-house accuracy test performed on returned meter indicated accuracy criteria met. Strip lot in complaint was not found in meter memory record. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 11/30/2009, 8 discrepant result complaints were reported for lot #210827 yielding a complaint rate of 0.030%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. As of 12/01/2009, 2 discrepant result complaints were reported for lot #214541 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time as product deficiency was not established.